Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Manufacturer narrative:
Follow-up information received on 12-feb-2015: the patient's medical history included 3 children, 2 normal pregnancies, quick deliveries, venous insufficiency, appendectomy and curettage. She had a contra-indication for eostro-progestatives and did not tolerate iud. Essure was inserted under sedation, for tubal sterilization. During the procedure, hysteroscopy revealed a rather heart-shaped uterus because and it took a certain time until physician found out the second tubal ostium (by removing partially the hysteroscope). The attempt to place the first essure in the left tube was marked by a technical issue because at the moment of the retraction of the protective sleeve for release of essure, the sleeve remained in the tube, and appeared torn at the proximal end with a stretching of the device. First, they tried to release the sleeve from the fallopian tube but the sleeve came out in pieces. It was decided to stop the process and total withdrawal of the device essure. A post-operatory ultrasound control showed the presence of a portion of essure in the tube spread above 36 mm. Patient had no postoperative hemoperitoneum and her general health status was totally preserved. No further information will be available. Case closed. Follow-up received on 25-feb-2015: information received states that the catheter broke near the handle. Physician therefore proceeded to extraction of the device and, during extraction the insert rolled out and a part of it stayed in the tube. He therefore proceeded to a post-surgery transvaginal ultrasound in order to see what was remaining in the tube (36mm was in place). The placement was, according to the physician, unilateral. Patient is doing well. No further information will be available and case was considered to be closed. The list of similar cases contains reports with similar events coded in meddra. It includes recent cases received by bayer pharma and older cases received from the previous owner of the essure product (conceptus). These legacy reports have been re-coded according to bayer pharma standards. In this particular case a search in the database was performed on 27-feb-2015 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. This includes consideration of the legacy cases in safety analyses. The cumulative review of the reports has not yielded any new safety signal. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had an attempt of essure (fallopian tube occlusion insert) insertion and it was reported that by releasing the essure, the protection sleeve broke (catheter broke near the handle) and remained in the fallopian tube; when physician tried to remove it the sleeve came out in pieces and there was bleeding of the fallopian tube. Part of the sleeve stayed in the tube. Bilateral placement was not performed and the procedure was stopped. Patient is doing well. The reported events, regarded as device breakage and procedural bleeding followed by a failed procedure are listed (anticipated) according to product technical analysis results (device breakage) and essure's reference safety information (remaining events). Procedural bleeding is serious due to medical importance while the other events are non-serious. During difficult insertions/removals, single cases have been reported of essure breakage. In this case, as the reported events occurred in association with essure procedure, causality with the suspect insert cannot be excluded. Additionally the non-serious event stretching of the device was reported. This case was regarded as other reportable incident, as although there was no death or serious health deterioration for the patient this might have occurred under less fortunate circumstances. A product technical analysis was performed and concluded there is no reason to suspect quality defect of the product. No further information is expected.

Event description:
This is a spontaneous case report received from a pharmacist in (B)(6) on 14-jan-2015 which refers to a (B)(6) female patient who had an attempt to get essure (fallopian tube occlusion insert) inserted on (B)(6) 2015 with lot number c51341. It was reported that by releasing the essure, the protection sleeve broke and remained in the fallopian tube. Event was observed in the operating room. Consequences of the event were reported as removal of the sleeve with bleeding of the fallopian tube and post-operatory surveillance. Bilateral placement was not performed; the procedure was stopped. The device was not kept. No cause related to the patient that could explain the event. Follow-up received on 02-feb-2015. Product technical complaint investigation and final assessment were received: this adverse event report is related to a product technical complaint and was initiated due to a reported product technical issue. (B)(4). Final assessment: lot number: c51341; expiration date: 31-may-2017; production date: 02-may-2014. Failure mode/mechanism: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The insert's outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We were unable to confirm any quality defect or device malfunction at this time. The possibility of the catheter breaking during the procedure is an anticipated event. Medical assessment: this ptc was initiated due to a reported product quality issue (breakage). The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation at this point in time. The technical assessment concluded unconfirmed quality defect. The reported adverse event is a known possible undesirable event and not indicative of a quality deficit per se. One further ae case report has been received to date in relation to the reported batch, but this case does not refer also to a similar adverse type of event. No batch signal could be identified. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had an attempt to get essure (fallopian tube occlusion insert) inserted and it was reported that by releasing the essure, the protection sleeve broke and remained in the fallopian tube. Consequences of the event were reported as removal of the sleeve with bleeding of the fallopian tube (interpreted as procedural bleeding). The event device breakage is non-serious and was regarded as unlisted according to the reference safety information for essure; however upon receipt of the product technical analysis (ptc), which stated that micro-insert breaking off during the procedure is an anticipated event; it was amended to listed. The event procedural bleeding is serious due to medical importance and listed. During difficult insertion/removals, single cases have been reported of essure breakage. Also, genital bleeding may occur during and following the micro-insert placement/removal procedure. In this case, these events occurred during essure insertion. Bilateral placement was not performed and the procedure was stopped (device insertion failed). Therefore, a causal relationship between these events and suspect insert cannot be excluded. This case was regarded as other reportable incident due to the device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect. Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. Further information is being sought.